Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2004 and an obturator sling was implanted. The patient experienced pain, erosion, infection, bleeding, vaginal scarring/shrinkage, exposure/extrusion/protrusion, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-03436. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient underwent miniarc implantation on (B)(6) 2010 due to chronic pelvic pain, genuine sui, episiotomy scar breakdown, and perippendiceal adhesion. It was reported that the patient underwent revision of vaginal sling on (B)(6) 2011 due to erosion of vaginal mesh. It was reported that the patient underwent resection of the remainder of the miniarc with excision of the exposed mesh on (B)(6) 2011 due to mesh erosion. It was reported that the patient underwent trimming of suture on (B)(6) 2011 due to female pelvic pain, urinary retention, suburethral sling exposed suture. (B)(4).

Manufacturer narrative:
It was reported that patient underwent mesh revision on (B)(6) 2014 and (B)(6) 2014 by dr. (B)(6) due to vaginal erosion and dyspareunia.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary retention. It was reported that the patient underwent burch urethropexy paravaginal repair on (B)(6) 2016 by dr. (B)(6), md due to s tress urinary incontinence and history of transvaginal tape x2 with subsequent removal.

Event description:
Details: it was reported that following insertion the patient experienced urinary retention. It was reported that the patient underwent burch urethropexy paravaginal repair on (B)(6) 2016 by dr. (B)(6), md due to stress urinary incontinence and history of transvaginal tape x2 with subsequent removal.